Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection showed that there was moisture behind the display lens, and the center of the audio bolus button cover was observed to be torn . The pump, with the returned battery cap attached, powered on; the auditory cue, which verifies the pump powered on, was present. However, the vibratory cue was not present and the display screen was blank due to internal moisture damage. The pump failed a leak test due to the tear in the audio bolus button cover. The pump cover was removed, and evidence of moisture ingress was observed on internal components. Unrelated to this complaint, the battery compartment was observed to be cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the display screen was blank and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.